Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/11/2025, the clinical diabetes specialist reported that the user¿s ilet bionic pancreas displayed ¿no insulin in the ilet¿ after refilling the cartridge. The ilet mobile app showed the cartridge as full, but the device continued to indicate it was empty. Over the previous three days, the user¿s blood glucose ranged from 48 mg/dl to 400 mg/dl. The user resumed manual insulin injections and will continue using a dexcom g7 cgm until receiving a replacement ilet. No hospitalization was reported.